Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department (ed) due to an audible alert from their cardiac resynchronization therapy defibrillator (crt-d). Upon interrogation is was discovered the right ventricular (rv) lead had triggered a lead integrity alert (lia) with high pacing impedance. A lead fracture is suspected. The lead was extracted and replaced. No patient complications have been reported as a result of this event.